Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that the following arthrex arthroplasty and shoulder fracture instruments were discovered during cases on (B)(6) 2025 to have the following damage with no adverse effects on the patients reported, and no delay in the cases and the cases were completed as planned. There was no further information provided, and no individual case information was provided: (qty. 3) ar-9165cdg univers revers universal baseplate impactor had a broken tip. Ar-9126r-03 arthrex universal glenoid secondary reamer size l had rust. Ar-9126r-02 arthrex universal glenoid secondary reamer size m had rust. Ar-9545-t15-01 driver shaft, t-15, short had a bent tip. (Qty. 2) ar-9545-t15-03 driver shaft, t-15, long had a bent tip. Additional information and further case details have been requested on the individual cases.